Manufacturer narrative:
Concomitant medical products: product ID: 3487a-45, lot#: j0222708v, implanted: (B)(6) 2002, product type: lead. Product ID: 3487a-45, lot#: j0220228v, implanted: (B)(6) 2002, product type: lead. Other relevant device(s) are: product ID: 3487a-45, serial/lot #: (B)(4), ubd: 30-jul-2006, UDI#: (B)(4); product ID: 3487a-45, serial/lot #: (B)(4), ubd: 23-jul-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member regarding an implantable neurostimulator (ins). The caller stated the leads had to be replaced way long ago, date unknown maybe 2002 however they weren't not sure. The caller states they were not sure if the leads were moved up or replaced. Caller states the leads slipped a little bit.